Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope failed the leak test at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. No patient involvement reported. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The forceps passage had an internal cut and was leaking. The elevator channel inlet was loose and leaking. The bending section cover had a crack. The forceps cover glue was peeling and there was a cut on the tube. Switch button number one (1) had a cut, the unit was not working and had minor corrosion. The customer label had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.